Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for approximately 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for approximately 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the information within the event and also considering that the device did not return to the cis for analysis. This conclusion code is based on the available information and the review conducted at the complaint investigation site. It was reported that during the procedure, inside the patient, during the first inflation attempt at 12 atmospheres for 20 seconds, the balloon ruptured. As the complaint reported that the device was discarded at the facility, it did not return for analysis, and procedural details are limited, it is not possible to determine whether anatomical factors, interactions with other devices, or potential handling errors may have contributed to the reported balloon rupture. Therefore the reported event cannot be confirmed.